Event description:
The account stated that the architect i2000k analyzer's printer was in poor condition. The account attempted to shut down the system control center's (scc) power supply by pressing (ctrl+alt+delete) from the analyzer's key board and the analyzer's screen became blue and locked up. The account heard an abnormal sound coming from the back of the scc power supply and smoke was observed. There were no injuries reported. Field service was requested.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Review of the complaint text indicates that the customer was cleaning the printer. He turned off the printer and was shutting down the system control center (scc) by pressing the ctrl, alt, and delete buttons on the keyboard. The screen became blue and an abnormal sound originated from the back of the scc with the appearance of fire. The screen then turned completely black. No one was near the instrument or injured by this occurrence. The fire did not spread. The field service engineer (fse) inspected the systium technologies scc power supply platform d model number st-200mk, serial number (B)(4) and documented there was no evidence of a fire only the appearance of white smoke in the diameter of approximately 50 centimeters. The fse replaced the scc power supply platform d with a new part. The customer technical advocate (cta) clarified this issue did not involve a fire. The scc power supply platform d released smoke for a split second. The results of the visual inspection of the systium technologies power supply, model number st-200mk, serial number (B)(4) revealed that an odor of a component being heat stressed was exhibited. An observation of dust accumulated on the heat sinks was present without any flame or smoke residue on any of the components. There was no physical evidence of a flame within the power supply chasis. The systium technologies power supply platform d was designed to meet (B)(4) and associated (B)(4) standards. The standards have a requirement for flammability in the event of a component failure. The review of the safety analysis shows the system control center meets the requirements of (B)(4), which are the us, (B)(4) and international safety standards for information technology equipment (ite). In addition, the power supply by systium is an approved component meeting the (B)(4) and (B)(4) safety standards stated above as a stand-alone component. According to the general principles of safety stated in these safety standards, fires originating within the equipment should not spread beyond the immediate vicinity of the source of the fire, nor cause damage to the surroundings of the equipment. It is evident from the complaint documentation the scc did not violate this principle of safety or any other principle of safety as stated in the ite safety standards based on the available information, no deficiency was identified for this complaint. The architect system operations manual (pn 90977-105 may 2005) indicates the following related to the customer issue: section 7: operational precautions and limitations. Operational requirements, precautions, and limitations are provided to ensure operator safety and accurate assay results. Not following these requirements or taking these precautions can impact system and assay performance and may cause damage to the system or adversely affect assay results. Section 8: electrical hazards instructs the operator to inspect the electrical cabling into and on the architect system for signs of wear and damage, to keep liquids away from all connectors of electrical or communication components, and to keep the floor dry and clean under and around the architect system. It also instructs the operator how to handle waste and spill clean ups. A review of the complaint history for architect isystem sn (B)(4) was performed. The review did not find other complaints related to this issue. This is the final report.